Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: may 31, 2010. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned insertion handle has visible slightly scratches on the surface. The broken part of the received connector is stuck in the foreseen threaded bore. There are numerous marks of hammer blows on top of the connector as well as at the shaft visible. The threaded forepart is broken and was found stuck in the received insert handle. The manufacturing documents of both devices were reviewed and no complaint related issues were found. The fracture face is homogenous, which indicates material conformity. Because of the damage, the dimensions cannot be checked. Based on the wear and tear signs and the age of the connector, produced and released to warehouse in may 2010, it is likely that this product was often or intensive used. Therefore it is likely that the cause of the breakage is the result of a mechanical overload situation during use. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that there was a problem with the proximal femoral nail anti-rotation instruments. The connector broke during surgery. The surgeon hammered the nail with a mallet, the thread of the connector stem remained stuck in the insertion handle while the rest of the instrument was projected in the room. No information about patient condition received. This is report 1 of 2 for (B)(4).